Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D9, h3; the device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.